Event description:
It was reported that the image inverted and the collimator closed down on the 9800 sys during a case. The 9800 sys had to be rebooted and the procedure was completed without incident. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The backplane and high voltage cable was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.